Event description:
Oil leaked into surgical site during total knee revision procedure. Oil was observed leaking between motor and base of attachment. Extra irrigation was used and additional antibiotics were prescribed. An internal incident report was filed at the hosp. On follow up, it was reported that a copy of the hosp's incident report could not be obtained. On follow up approx 3 weeks after the event, no adverse impact on the pt had been reported to hosp risk management.